Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that premature battery depletion was suspected involving this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the battery decreased from 45% to 16% remaining in one months time, and noise was also reported. A review of the device data by engineering confirmed that the device power consumption was increase in a gradual fashion. The device was depleting prematurely and should be explanted and returned. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that premature battery depletion was suspected involving this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the battery decreased from 45% to 16% remaining in one months time, and noise was also reported. A review of the device data by engineering confirmed that the device power consumption was increase in a gradual fashion. The device was depleting prematurely and should be explanted and returned. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that premature battery depletion was suspected involving this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the battery decreased from 45% to 16% remaining in one months time, and noise was also reported. A review of the device data by engineering confirmed that the device power consumption was increase in a gradual fashion. The device was depleting prematurely and should be explanted and returned. No adverse patient effects were reported. The device remains implanted to date.